Event description:
Using the globus light cord stripped during use inside the patient's abdomen. A fiber of the tip was found inside the abdomen after it seemed to shed off. The abdomen was swept by both surgeons and washed out thoroughly and no other remnants were found. We have followed up with both the staff and the surgeon regarding this incident. The surgeon remains confident that all components of the light cord were retrieved from the patient, with an x-ray confirming this. At this time, neither the staff nor the surgeon is certain about the root cause of the incident. We have contacted the globus representative to obtain further clarification and a better understanding of what may have occurred.